Event description:
It has been reported to philips that the system had a startup error on ippc (image processing computer). There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that a new pc with hdd - application was not available, not seeing drives. The fse opened the pc and reseated everything. The system worked with no issues for more than a week and one morning a reported issue reoccurred. Upon functional testing the fse found an issue with ippc that was showing a start-up error. To resolve this issue, the fse replaced the ippc and hard drives. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.